Manufacturer narrative:
(B)(4).

Event description:
This device was received with no reported issues. However, upon review of this device, a damage in the femoral marker was found.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Device analysis revealed kinks in the telescope assembly from femoral marker to the proximal end. A peeled section was observed in the femoral marker to the distal end. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
This device was received with no reported issues. However, upon review of this device, a damage in the femoral marker was found.